Event description:
Caller states the patient tested 5.2 inr on coaguchek xs system 1, and 5.5 inr on coaguchek xs system 2 while a comparison lab returned as 3.81 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 221185, expiration date 11/30/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Manufacturer narrative:
No strips were returned.